Manufacturer narrative:
If an imported patient does not have their patient plan edited immediately after import the default starting location for the cci or cci mask may change to an unintended location. For any imported treatment file that is not edited immediately after import, the planned cci or the cci mask position will initially be based on the cci position used for the eye in the last patient data file that was edited. This will potentially generate a cci or cci mask location 180 degrees from intended position if the eye planned for treatment is contralateral (od or os) to the last eye edited. A quality bulletin was sent out to lensar users and the software application was updated.

Event description:
Customer reported on (B)(6) 2015, that the lensdoctor application is not remembering the surgeons incision sizes. It also doesn't always switch from 180 to 0 degrees if you go from right eye to left eye and vice versa.

Manufacturer narrative:
If an imported patient does not have their patient plan edited immediately after import the default starting location for the cci or cci mask may change to an unintended location. For any imported treatment file that is not edited immediately after import, the planned cci or the cci mask position will initially be based on the cci position used for the eye in the last patient data file that was edited. This will potentially generate a cci or cci mask location 180 degrees from intended position if the eye planned for treatment is contralateral (od or os) to the last eye edited. A quality bulletin was sent out to lensar users and the sotware application was updated.

Event description:
Customer reported on (B)(6) 2015, that the lens doctor application is not remembering the surgeons incision sizes. It also doesn't always switch from 180 to 0 degrees if you go from right eye to left eye and vice versa.